Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, since reported issue was not confirm during evaluation a definitive root cause could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had an e226 error. The event occurred during reprocessing. There were no reports of patient involvement.